Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2022-00080 through 3012447612-2022-00081.

Event description:
It was reported that three polaris drivers stripped intra-op and were not catching the screws anymore. Other drivers were used to complete the case. There was no adverse event or patient impact. This is report three of three for this event.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the tips of all three inserters have fractured off. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use, or use of the driver as a removal tool. DHR review per DHR review, the parts were likely conforming when they left zimvie control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that three polaris drivers stripped intra-op and were not catching the screws anymore. Other drivers were used to complete the case. There was no adverse event or patient impact. This is report three of three for this event.